Event description:
The injector head fell from the overhead counterpoise system (ocs) mount, hitting a technologist in the head. Three stitches were required. A cat scan was performed, no serious injury was encountered.